Event description:
It was reported that the patient had an infection at the ipg site with purulent discharge. The patient was put on antibiotics and underwent an explant procedure wherein all device components were explanted. All explanted devices was kept by the medical facility.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: (B)(4).